Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that paramedics were recently called due to a high blood glucose level. Customer was unsure of whether or not he was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 335 mg/dl. Caller previously had a blood glucose level of 391 mg/dl, which was treated with a manual injection. The insulin pump was not replaced or returned for analysis.